Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the system's hard disk could not be detected because the disk tray was in poor condition. The fse cleaned and reseated the disk tray, allowing the hard disk to be detected. Once the hard disk could be detected, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.